Manufacturer narrative:
A steris service technician inspected the table and found the upper column shroud bent, all shroud mounting brackets were bent, the override board housing was damaged and the lower screw securing the override board housing was broken off. The technician also found a small hydraulic leak coming from the foot pump. The technician observed that user facility personnel had stored items on the base of the table. The operator manual states (pp.4-7), "never store the foot control (or any other objects) on the table base." While onsite the technician was advised that during the reported event the "level" button was activated via the hand control and instead of responding by moving to the "level" position, the head/back section of the table began to rise and would not respond to commands to stop rising. Steris offered in-service training on the proper use and operation of the table. The user facility accepted the offer and steris is working with the user facility to schedule a date.

Manufacturer narrative:
The steris technician repaired the table and confirmed it to be operating to specifications.

Event description:
The user facility reported that during a patient procedure the surgical table moved without being commanded to do so. The patient was transferred to another table where the procedure was completed successfully. No injuries were reported. A procedural delay was reported due to the transfer of the patient.